Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pads failure during operational testing. The customer replaced the therapy cable and test load but the issue remained. There was no patient involvement.